Event description:
Baxter (B)(6) received a report of an infusor that did not flow after filling. The device was filled with an unknown volume of saline solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 120ml of solution in the reservoir. The reported condition, of no flow/non-delivery, was not confirmed. A visual examination of the device showed no signs of blockage that could have caused the reported condition. A functional test was performed, by filling the bladder with water. After fill, flow was readily observed at the luer. Flow continued, without stopping, until the solution was emptied from the reservoir. Therefore no root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.